Event description:
Event description guidant received information that the patient reports that device is emitting a pinging tone. It was further reported that the lead impedances were previously out-of-range.